Manufacturer narrative:
During the review of the customer supplied data files, thermo fisher scientific confirmed three (3) false positive results out of 116 samples. The false positive results were attributed to air bubbles in the reaction wells that popped during pcr thermocycling. This resulted in non-specific amplification that crossed the threshold and caused false positive results. The root cause of this issue was identified as the user's improper centrifugation of the qpcr plate, which prevented the trapped air bubbles from popping prior to thermocycling in pcr. Thermo fisher scientific instructed the customer to centrifuge the qpcr plate properly per the instructions on page 38 of the instructions for use (man0019181, rev. J.0) to help prevent recurrence of the issue.

Event description:
On (B)(6) 2021, the customer reported false positive results while running the taqpath" covid19 combo kit. Quantstudio 5 pcr instrument (96-well block) on (B)(6) 2021. Subsequently on the re-run on a different platform, these results were negative. Thermo fisher's investigation determined that the false results were likely caused by inadequate centrifugation of the qpcr plate. Thermo fisher was able to confirm that the false positive results were reported out to the physician/patient. The customer did not report any serious injuries or death.